Event description:
This IV lead was implanted on (B)(6) 2012 and explanted on (B)(6) 2012 due to loss of capture and the lead had pulled back. The procedure took place at (B)(6) hospital in (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).